Event description:
The patient died (see mfg report # 6000030201003557). The hcp did not attribute the death to the implanted pump system. The death was unrelated to the device. The patient diagnosis associated with the event was parkinsons.

Manufacturer narrative:
(B) (4): the pump was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.